Manufacturer narrative:
(B)(4). Medical devices: dilatation catheter: chocolate (medtronic), guiding catheter: guideliner. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported device damaged by another device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. (B)(4)

Event description:
It was reported the procedure was performed to treat a heavily calcified tight lesion in the left anterior descending (lad) coronary artery. Several balloons were used to complete pre-dilatation because the lesion was very tight. The 3.5 x 15 mm xience alpine stent delivery system (sds) was advanced to the tightest part of the lesion and deployed successfully. The stent was fully apposed; however, further ballooning was required because the lesion was still tight just distal to the implanted stent due to the high calcium in the lesion. During removal of the balloon catheter and guideliner catheter, the implanted stent was explanted. The explanted stent was on the balloon catheter and all devices were removed together from the patients anatomy. Several balloon catheters were used in an attempt to cross the lesion a second time, but nothing crossed; therefore, the procedure was aborted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.